Event description:
The customer reported that with a patient connected, the device reported a system error. The device was immediately taken out of service.

Manufacturer narrative:
Device has been received and is being evaluated. A follow up report will be provided.